Event description:
It was reported that this pacemaker was found to be in safety mode. Device replacement was recommended. Subsequently, this device was explanted and replaced. This pacemaker has been received for investigation. No additional adverse patient effects were reported.